Event description:
The quality controls (qc) were out of range for multiple assays, including c-reactive protein (crp), beta2 microglobulin (bmg), insulin-like growth factor (igf-1), insulin (ins), serum blood glucose (sbg), thyroglobulin (tg), and adrenocorticotropic hormone (acth). Patient results were not reported to the physician(s). Patient samples were rerun once the qc were within range, and the correct results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the qc being out of range.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and could not find an instrument malfunction. The fse had the operator run qc, which were out of range for multiple assays. The fse returned to the customer site the following day and ran qc, all of which were within range. The cause of the qc out of range for multiple assays is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.